Event description:
Note: this manufacturer report pertains to the second of two devices used during two different procedures. It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a synthetic sling operation for stress incontinence and cystoscopy procedure performed on (B)(6) 2019. Findings included stage ii uterovaginal prolapse, normal right ovary and tube (s/p falope ring ligation), right adnexa not visualized due to bowel adhesions, normal sized uterus, cystoscopy after procedure with bilateral ureteral patency, no tumors, stones, mesh, needles, or trabeculation. The patient medical and surgical history included overactive bladder (detrusor overactivity), vaginal prolapse repair, laparotomy oophorectomy, dilatation and curettage, endometrial ablation, daily smoking, arthritis, low back pain, scoliosis, constipation and diarrhea, constant pelvic pain and pressure. During a hospital visit on (B)(6) 2020, the patient was complaining of pelvic pain. Since 2019, the patient suffered pelvic pain after being implanted with three mesh devices. In 2004, the patient had a retropubic tvt mesh (manufacturer/brand name unknown) for incontinence and developed significant bleeding and had additional surgery to reposition the device and it initially helped. On (B)(6) 2019, the patient was implanted with an upsylon y-mesh during surgical laparoscopy with supracervical hysterectomy and right salpingectomy + laparoscopic sacrocolpopexy + cystoscopy procedure. After the surgery, incontinence developed again and the patient had a non-bsc device implanted on (B)(6) 2019. The patient continued to be incontinent. After those meshes were placed, the patient developed very significant pelvic pain, constant burning in the perineal area, clitoral and labial numbness especially in the right labia, foreplay hurt, pain in the right groin especially with penetration and constipation. There was pain on the medial surface of the ischial tuberosity left more than right and significant pain when sitting. The patient also had significant itching in the vulvar area especially with or without sexual activity like foreplay or attempted penetration. Masturbation also caused itching. Additionally, the patient was complaining of nocturia six times and significant hesitancy, swelling of the distal phalanges of her fingers in both hands making her unable to grab objects and difficulty writing. Swelling was reported to be quite debilitating. Findings on exam included: bilateral lower back tenderness, profound numbness over the right labia especially in its anterior portion reaching to the clitoris, labia appears to be slightly swollen, mild to moderate bilateral pelvic floor muscle tenderness, a very tender area on the anterior vaginal wall especially on the right side where transobturator mesh pierces the obturator internus muscle which reproduces patient's pain, and tenderness around the right and left l>r ischial spine. The assessment was noted as autoimmune reaction to mesh, obturator neuralgia, pudendal neuralgia, and other specified complications due to other genitourinary prosthetic materials, sequela. The plan was removal of sub urethral slings (tvt, tvt-o and advantage fit) including retropubic and transobturator arms, bilateral pudendal nerve block, and botox injection into pelvic floor muscles for muscle spasms. The cervicosacropexy mesh was to be left in place.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the information that the symptoms did not occur prior to march 2020. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: patient codes e1309, e211401, e2330, e1405, e2401, e0127 capture the reportable events of urinary retention, obturator perforation, pain, dyspareunia, nerve injury and numbness. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the second of two devices used during two different procedures. It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction: blocks b5, b7 and h6: patient codes. Additional information: blocks a4, a5, a6. Block b3 date of event: the provided event date of november 14, 2019, was chosen as a best estimate based on the information that the patient visited the office few weeks post implant due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). Mesh excision surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6). Block h6: patient codes e1309, e211401, e2330, e1405, e2401, e0127, e2311and e1002 capture the reportable events of urinary retention, obturator perforation, pain, dyspareunia, nerve injury, numbness, discomfort and abdominal pain. Impact codes f1905 and f1901 capture the reportable events of excision of the meshes and other surgeries. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed meshes were not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during two different procedures. It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during surgical laparoscopy with supracervical hysterectomy and right salpingectomy + laparoscopic sacrocolpopexy + cystoscopy procedure performed on (B)(6) 2019. Findings included stage ii uterovaginal prolapse, normal right ovary and tube (s/p falope ring ligation), right adnexa not visualized due to bowel adhesions, normal sized uterus, cystoscopy after procedure with bilateral ureteral patency, no tumors, stones, mesh, needles, or trabeculation. The patient's medical and surgical history included overactive bladder (detrusor overactivity), vaginal prolapse repair, laparotomy oophorectomy, dilatation and curettage, endometrial ablation, daily smoking, arthritis, low back pain, scoliosis, constipation and diarrhea, constant pelvic pain and pressure. On (B)(6) 2019 (one month post-op), the patient had a urogynecology visit because she felt that her prolapse had recurred. She feels that when she walks for 15 minutes she starts to feel pressure and stated that when she looked, the area looks like it was prior to surgery. The patient also reported worsening of her stress incontinence. However, her preop urodynamics did not have stress incontinence on urodynamics, only some detrusor overactivity (do). An exam was performed, and there was no evidence of recurrent prolapse; there was no prolapse present on exam. During a hospital visit on (B)(6) 2020, the patient was complaining of pelvic pain. Since 2019, the patient suffered pelvic pain after being implanted with three mesh devices. In 2004, the patient had a retropubic tvt mesh (manufacturer/brand name unknown) for incontinence and developed significant bleeding and had additional surgery to reposition the device and it initially helped. After the patient's upsylon y-mesh surgery on (B)(6) 2019, incontinence developed again and the patient had a non-bsc device implanted on (B)(6) 2019. The patient continued to be incontinent. On (B)(6) 2019, the patient was implanted with an advantage fit blue system during a synthetic sling operation for stress incontinence and cystoscopy procedure. On (B)(6) 2019, the patient was seen for a 3-week postop recheck and reported abdominal pain around the right-side incision. Exam showed slight bruising around the right incision, tender to palpation and slightly firm around sling material but no signs of infection. There was a questionable hematoma on the right side, and the plan was to observe for now and follow up in 4 weeks. On (B)(6) 2019, the patient had slight discomfort at the right suprapubic incision and swelling near urethra. On (B)(6) 2020, the patient was seen 12-weeks post advantage implant. She reported burning and numbness on her right mons pubis, groin and labia. The burning was worse with intercourse and had intermittent periclitoral burning pain. She thinks the symptoms started back in july. She will sometimes have intense itching around that area that comes and goes and is not associated with abnormal vaginal discharge. The physician advised the patient that she had recovered well and has resolution of her urinary symptoms. Reassured patient current symptoms are likely not related to surgery, given her symptoms are new in onset and she is remote from surgery. Additionally, her pain was more superior to her incisions and the location of tvt sling. The patient was advised that surgical intervention or removal of sling was unlikely to improve cutaneous symptoms. The plan was to try neurotin 100mg daily at bedtime for vulvar neuropathy and pt for dyspareunia. Advised to follow up with general gyn for annual and routine gyn care. On (B)(6) 2020, an MRI for pelvic pain showed evidence of architectural distortion due to associated desmoplastic reaction post sacrocolpopexy; iatrogenic changes seen in the pubic bone and adjacent soft tissues from previous sling procedure; the mesh was visualized and appeared intact-particularly on the right. In the medical records from a visit on (B)(6)2020, it was documented that after the meshes were placed, the patient developed very significant pelvic pain, constant burning in the perineal area, clitoral and labial numbness especially in the right labia, foreplay hurt, pain in the right groin especially with penetration and constipation. There was pain on the medial surface of the ischial tuberosity left more than right and significant pain when sitting. The patient reported that the biggest increase in pain was after the tvt-o implant in (B)(6) 2019. The patient also had significant itching in the vulvar area especially with or without sexual activity like foreplay or attempted penetration. Masturbation also caused itching. Additionally, the patient was complaining of nocturia six times and significant hesitancy, swelling of the distal phalanges of her fingers in both hands making her unable to grab objects and difficulty writing. Swelling was reported to be quite debilitating. Findings on exam included: bilateral lower back tenderness, profound numbness over the right labia especially in its anterior portion reaching to the clitoris, labia appears to be slightly swollen, mild to moderate bilateral pelvic floor muscle tenderness, a very tender area on the anterior vaginal wall especially on the right side where transobturator mesh pierces the obturator internus muscle which reproduces patient's pain, and tenderness around the right and left l>r ischial spine. The assessment was noted as autoimmune reaction to mesh, obturator neuralgia, pudendal neuralgia, and other specified complications due to other genitourinary prosthetic materials, sequela. The plan was removal of sub urethral slings (tvt, tvt-o and advantage fit) including retropubic and transobturator arms, bilateral pudendal nerve block, and botox injection into pelvic floor muscles for muscle spasms. The cervicosacropexy mesh was to be left in place. Additional information received on july 21, 2022. On (B)(6) 2022, the patient seen a physician and was scheduled for vaginal mesh removal, groin mesh removal bilaterally, kelly plication, botox injections into the pelvic floor muscles, bilateral trigger point injections into the sacrospinous ligaments for chronic pelvic pain. She has had 3 implanted pelvic meshes including a retropubic tvt which was placed in 2004, a sacrocolpopexy using upsylon in (B)(6) 2019, and then a tvt-o in (B)(6) 2019. Then in (B)(6) 2019, she had advantage fit tvt. Problem list: pain due to genitourinary device. Spastic pelvic floor syndrome. On (B)(6) 2022, the patient underwent removal of midurethral sling x 3, vaginal approach; excision of mesh, bilateral groins through separate incisions; urethrolysis; kelly plication; bilateral sacrospinous trigger point injections; and botox injections into the pelvic floor muscles, 6 muscle groups. Findings showed 3 separate mid urethral slings identified, 1 superficial at the mid urethra that was blue and extending to the retropubic space, one adjacent to the urethra at the mid urethra extending to bilateral obturator foramens, 1 at the distal urethra extending to the retropubic space. Significant fibrosis around the urethra at the mid and distal urethra extending towards the retropubic space. Blue mesh identified at bilateral groins within the abductor muscles extending to the obturator foramen and obturator membrane. Right sling densely adhered to the superior aspect of the inferior pubic ramus. During the procedure, the meshes were identified, isolated and dissected away from their surrounding structures into portions/pieces. Vaginal pack was removed and a bilateral trigger point injection using 10 cc of 0.5% bupivacaine with epinephrine was injected at each sacrospinous ligament using a pudendal nerve block kit needle. Then, 200 units of botox was resuspended and 20 cc of normal saline and injected along the coccygeus, iliococcygeus, obturator internus muscles bilaterally. The vaginal pack was replaced. The patient was returned to supine position, successfully extubated, and taken the pacu in good condition. There were no complications reported. Specimen submitted: 1. Mesh vaginal #1. 2. Mesh vaginal #2. 3. Mesh vaginal #3. 4. Right groin mesh. 5. Left groin mesh. The surgical pathology report for each of the specimens noted soft tissue with foreign material and foreign body reaction. The patient was discharge to home or self-care with a stable condition. Was advised to take some medications upon discharge and some medications to continue. Follow up for 1 week postop.

Manufacturer narrative:
Additional information: blocks b3, b5, and h6: patient code and impact code block b3 date of event: the provided event date of november 14, 2019, was chosen as a best estimate based on the information that the patient visited the office few weeks post implant due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) mesh excision surgeon is: (B)(6) block h6: patient codes e1309, e211401, e2330, e1405, e2401, e0127, e2311 and e1002 capture the reportable events of urinary retention, obturator perforation, pain, dyspareunia, nerve injury, numbness, discomfort and abdominal pain. Impact codes f1905 and f1901 capture the reportable events of excision of the meshes and other surgeries. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed meshes were not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during two different procedures. It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a synthetic sling operation for stress incontinence and cystoscopy procedure performed on (B)(6), 2019. Findings included stage ii uterovaginal prolapse, normal right ovary and tube (s/p falope ring ligation), right adnexa not visualized due to bowel adhesions, normal sized uterus, cystoscopy after procedure with bilateral ureteral patency, no tumors, stones, mesh, needles, or trabeculation. The patient's medical and surgical history included overactive bladder (detrusor overactivity), vaginal prolapse repair, laparotomy oophorectomy, dilatation and curettage, endometrial ablation, daily smoking, arthritis, low back pain, scoliosis, constipation and diarrhea, constant pelvic pain and pressure. On (B)(6), 2019, the patient was complaining of abdominal pain around right sided incision. She claimed to have some diarrhea. Physical exam showed slight bruising, and the patient was diagnosed with hematoma on the right side. And slight discomfort right sp incision and swelling near urethra on (B)(6), 2019. During a hospital visit on (B)(6), 2020, the patient was complaining of pelvic pain. Since 2019, the patient suffered pelvic pain after being implanted with three mesh devices. In 2004, the patient had a retropubic tvt mesh (manufacturer/brand name unknown) for incontinence and developed significant bleeding and had additional surgery to reposition the device and it initially helped. On (B)(6), 2019, the patient was implanted with an upsylon y-mesh during surgical laparoscopy with supracervical hysterectomy and right salpingectomy + laparoscopic sacrocolpopexy + cystoscopy procedure. After the surgery, incontinence developed again and the patient had a non-bsc device implanted on (B)(6), 2019. The patient continued to be incontinent. After those meshes were placed, the patient developed very significant pelvic pain, constant burning in the perineal area, clitoral and labial numbness especially in the right labia, foreplay hurt, pain in the right groin especially with penetration and constipation. There was pain on the medial surface of the ischial tuberosity left more than right and significant pain when sitting. The patient also had significant itching in the vulvar area especially with or without sexual activity like foreplay or attempted penetration. Masturbation also caused itching. Additionally, the patient was complaining of nocturia six times and significant hesitancy, swelling of the distal phalanges of her fingers in both hands making her unable to grab objects and difficulty writing. Swelling was reported to be quite debilitating. Findings on exam included: bilateral lower back tenderness, profound numbness over the right labia especially in its anterior portion reaching to the clitoris, labia appears to be slightly swollen, mild to moderate bilateral pelvic floor muscle tenderness, a very tender area on the anterior vaginal wall especially on the right side where transobturator mesh pierces the obturator internus muscle which reproduces patient's pain, and tenderness around the right and left l>r ischial spine. The assessment was noted as autoimmune reaction to mesh, obturator neuralgia, pudendal neuralgia, and other specified complications due to other genitourinary prosthetic materials, sequela. The plan was removal of sub urethral slings (tvt, tvt-o and advantage fit) including retropubic and transobturator arms, bilateral pudendal nerve block, and botox injection into pelvic floor muscles for muscle spasms. The cervicosacropexy mesh was to be left in place. ---additional information received on (B)(6), 2022--- on (B)(6), 2022, the patient seen a physician and was scheduled for vaginal mesh removal, groin mesh removal bilaterally, kelly plication, botox injections into the pelvic floor muscles, bilateral trigger point injections into the sacrospinous ligaments for chronic pelvic pain. She has had 3 implanted pelvic meshes including a retropubic tvt which was placed in 2004, a sacrocolpopexy using upsylon coloplast in (B)(6) 2019, and then a tvt-o in (B)(6)2019. Then in (B)(6) 2019, she had advantage fit tvt. Problem list: (ongoing) - adhd - depression - pain due to genitourinary device - spastic pelvic floor syndrome on (B)(6) 2022, the patient eventually had surgery to excise the meshes implanted. Findings showed 3 separate mid urethral slings identified, 1 superficial at the mid urethra that was blue and extending to the retropubic space, one adjacent to the urethra at the mid urethra extending to bilateral obturator foramens, 1 at the distal urethra extending to the retropubic space. Significant fibrosis around the urethra at the mid and distal urethra extending towards the retropubic space. Blue mesh identified at bilateral groins within the abductor muscles extending to the obturator foramen and obturator membrane. Right sling densely adhered to the superior aspect of the inferior pubic ramus. During the procedure, the meshes were identified, isolated and dissected away from their surrounding structures into portions/pieces. Vaginal pack was removed and a bilateral trigger point injection using 10 cc of 0.5% bupivacaine with epinephrine was injected at each sacrospinous ligament using a pudendal nerve block kit needle. Then, 200 units of botox was resuspended and 20 cc of normal saline and injected along the coccygeus, iliococcygeus, obturator internus muscles bilaterally. The vaginal pack was replaced. The patient was returned to supine position, successfully extubated, and taken the pacu in good condition. There were no complications reported. Specimen submitted: 1. Mesh vaginal #1 2. Mesh vaginal #2 3. Mesh vaginal #3 4. Right groin mesh 5. Left groin mesh the patient was discharge to home or self-care with a stable condition. Was advised to take some medications upon discharge and some medications to continue. Follow up for 1 week postop.

Event description:
Note: this manufacturer report pertains to the first of two devices used during two different procedures. It was reported to boston scientific corporation that an upsylon y - mesh device was implanted into the patient during surgical laparoscopy with supracervical hysterectomy and right salpingectomy + laparoscopic sacrocolpopexy + cystoscopy procedure performed on (B)(6) 2019. Findings included stage ii uterovaginal prolapse, normal right ovary and tube (s/p falope ring ligation), right adnexa not visualized due to bowel adhesions, normal sized uterus, cystoscopy after procedure with bilateral ureteral patency, no tumors, stones, mesh, needles, or trabeculation. The patient's medical and surgical history included overactive bladder (detrusor overactivity), vaginal prolapse repair, laparotomy oophorectomy, dilatation and curettage, endometrial ablation, daily smoking, arthritis, low back pain, scoliosis, constipation and diarrhea, constant pelvic pain and pressure. On (B)(6) 2019 (one month post - op), the patient had a urogynecology visit because she felt that her prolapse had recurred. She feels that when she walks for 15 minutes she starts to feel pressure and stated that when she looked, the area looks like it was prior to surgery. The patient also reported worsening of her stress incontinence. However, her preop urodynamics did not have stress incontinence on urodynamics, only some detrusor overactivity (do). An exam was performed, and there was no evidence of recurrent prolapse; there was no prolapse present on exam. During a hospital visit on (B)(6) 2020, the patient was complaining of pelvic pain. Since 2019, the patient suffered pelvic pain after being implanted with three mesh devices. In 2004, the patient had a retropubic tvt mesh (manufacturer/brand name unknown) for incontinence and developed significant bleeding and had additional surgery to reposition the device and it initially helped. After the patient's upsylon y - mesh surgery on (B)(6) 2019, incontinence developed again and the patient had a non - bsc device implanted on (B)(6) 2019. The patient continued to be incontinent. On (B)(6) 2019, the patient was implanted with an advantage fit blue system during a synthetic sling operation for stress incontinence and cystoscopy procedure. On (B)(6) 2019, the patient was seen for a 3 - week postop recheck and reported abdominal pain around the right - side incision. Exam showed slight bruising around the right incision, tender to palpation and slightly firm around sling material but no signs of infection. There was a questionable hematoma on the right side, and the plan was to observe for now and follow up in 4 weeks. On december 17, 2019, the patient had slight discomfort at the right suprapubic incision and swelling near urethra. On (B)(6) 2020, the patient was seen 12 - weeks post advantage implant. She reported burning and numbness on her right mons pubis, groin and labia. The burning was worse with intercourse and had intermittent periclitoral burning pain. She thinks the symptoms started back in july. She will sometimes have intense itching around that area that comes and goes and is not associated with abnormal vaginal discharge. The physician advised the patient that she had recovered well and has resolution of her urinary symptoms. Reassured patient current symptoms are likely not related to surgery, given her symptoms are new in onset and she is remote from surgery. Additionally, her pain was more superior to her incisions and the location of tvt sling. The patient was advised that surgical intervention or removal of sling was unlikely to improve cutaneous symptoms. The plan was to try neurotin 100mg daily at bedtime for vulvar neuropathy and pt for dyspareunia. Advised to follow up with general gyn for annual and routine gyn care. On (B)(6) 2020, an MRI for pelvic pain showed evidence of architectural distortion due to associated desmoplastic reaction post sacrocolpopexy; iatrogenic changes seen in the pubic bone and adjacent soft tissues from previous sling procedure; the mesh was visualized and appeared intact - particularly on the right. In the medical records from a visit on (B)(6) 2020, it was documented that after the meshes were placed, the patient developed very significant pelvic pain, constant burning in the perineal area, clitoral and labial numbness especially in the right labia, foreplay hurt, pain in the right groin especially with penetration and constipation. There was pain on the medial surface of the ischial tuberosity left more than right and significant pain when sitting. The patient reported that the biggest increase in pain was after the tvt - o implant in (B)(6) 2019. The patient also had significant itching in the vulvar area especially with or without sexual activity like foreplay or attempted penetration. Masturbation also caused itching. Additionally, the patient was complaining of nocturia six times and significant hesitancy, swelling of the distal phalanges of her fingers in both hands making her unable to grab objects and difficulty writing. Swelling was reported to be quite debilitating. Findings on exam included: bilateral lower back tenderness, profound numbness over the right labia especially in its anterior portion reaching to the clitoris, labia appears to be slightly swollen, mild to moderate bilateral pelvic floor muscle tenderness, a very tender area on the anterior vaginal wall especially on the right side where transobturator mesh pierces the obturator internus muscle which reproduces patient's pain, and tenderness around the right and left l>r ischial spine. The assessment was noted as autoimmune reaction to mesh, obturator neuralgia, pudendal neuralgia, and other specified complications due to other genitourinary prosthetic materials, sequela. The plan was removal of sub urethral slings (tvt, tvt - o and advantage fit) including retropubic and transobturator arms, bilateral pudendal nerve block, and botox injection into pelvic floor muscles for muscle spasms. The cervicosacropexy mesh was to be left in place. ---additional information received on july 21, 2022--- on (B)(6) 2022, the patient had seen a physician and was scheduled for vaginal mesh removal, groin mesh removal bilaterally, kelly plication, botox injections into the pelvic floor muscles, bilateral trigger point injections into the sacrospinous ligaments for chronic pelvic pain. She has had 3 implanted pelvic meshes including a retropubic tvt which was placed in 2004, a sacrocolpopexy using upsylon in (B)(6) 2019, and then a tvt - o in (B)(6) 2019. Then in (B)(6) 2019, she had advantage fit tvt. Problem list: - pain due to genitourinary device. - spastic pelvic floor syndrome. On (B)(6) 2022, the patient underwent removal of midurethral sling x 3, vaginal approach; excision of mesh, bilateral groins through separate incisions; urethrolysis; kelly plication; bilateral sacrospinous trigger point injections; and botox injections into the pelvic floor muscles, 6 muscle groups. Findings showed 3 separate mid urethral slings identified, 1 superficial at the mid urethra that was blue and extending to the retropubic space, one adjacent to the urethra at the mid urethra extending to bilateral obturator foramens, 1 at the distal urethra extending to the retropubic space. Significant fibrosis around the urethra at the mid and distal urethra extending towards the retropubic space. Blue mesh identified at bilateral groins within the abductor muscles extending to the obturator foramen and obturator membrane. Right sling densely adhered to the superior aspect of the inferior pubic ramus. During the procedure, the meshes were identified, isolated and dissected away from their surrounding structures into portions/pieces. Vaginal pack was removed and a bilateral trigger point injection using 10 cc of 0.5% bupivacaine with epinephrine was injected at each sacrospinous ligament using a pudendal nerve block kit needle. Then, 200 units of botox was resuspended and 20 cc of normal saline and injected along the coccygeus, iliococcygeus, obturator internus muscles bilaterally. The vaginal pack was replaced. The patient was returned to supine position, successfully extubated, and taken the pacu in good condition. There were no complications reported. Specimen submitted: 1. Mesh vaginal #1. 2. Mesh vaginal #2. 3. Mesh vaginal #3. 4. Right groin mesh. 5. Left groin mesh. The surgical pathology report for each of the specimens noted soft tissue with foreign material and foreign body reaction. The patient was discharge to home or self - care with a stable condition. Was advised to take some medications upon discharge and some medications to continue. Follow up for 1 week postop. Medical/surgical history: constant pain; pain with intercourse, pain with bowel movements, pain with urination; a prior sling in 2004 with 6l estimated blood loss; she may have had a retropubic hematoma and she had an exploratory laparotomy (midline incision) to evacuate a large clot; asthma; hypertension; depression; fatigue; arthralgias, back pain, myalgias suspected as pelvic floor dysfunction; dysphoric mood; fecal incontinence; vaginal atrophy; incomplete bladder emptying, fecal urgency, stinging sensation in the suprapubic area, many bladder infections and kidney infections, nausea, 9 pregnancies and 6 vaginal births, neck surgery, urinary frequency and urgency, menopause. Additional information received on october 13, 2022: on (B)(6) 2021, the patient was advised to follow and be treated by a pelvic floor physical therapist. She would need therapy once a week and may take up to 12 weeks. In addition, botox injections to the pelvic floor muscles will help relax the pelvic floor and improve the efficacy of pelvic floor physical therapy. The patient inquired about mesh removal and discussed about possibility of autoimmune reaction from the mesh. Given that the symptoms and pain started after the tot sling, it was reasonable to remove the tot sling. Patient understood all the risks and would like to move forward with surgery planning. She was then scheduled for advanced pelvic surgery. Additionally, diagnostic resulted in this encounter patient had mild depression. She developed swelling in her fingertips that had not been explained but was likely secondary to an autoimmune condition. She felt pain more on the right pelvis and her inner thigh. She felt a burning line around her vulvar area and an uncomfortable pulling sensation when she sat down. It was difficult to perform physical activities and caused her to be unable to have intercourse. On (B)(6) 2022, the patient came for pre - op clearance for mesh removal and at this time, she thought she had a uti. Review of systems showed positive for dysuria. On february 22, 2022, further discussion of the upcoming mesh removal surgery via telehealth. Patient desired for complete removal but understood that it may not be able to remove any sling component that is intra - abdominal from her tvt sling or her sacrocolpopexy sling and the risks including severe urinary incontinence. On (B)(6) 2022, a phone message containing patient's swelling concern. As reported by the nurse, it would be unusual almost 2 months of postop for acute onset swelling to be due to the surgery itself, but it was very difficult to be able to ascertain without seeing the patient in person what the swelling may be from, especially swelling that extended to her back as this would not be related to surgery. It was recommended that she should see her primary care physician for better evaluation. Patient stated the swelling was located in the groin area and extended to her back and on top of her pelvic bone, this was going on for 2 days. Patient called on march 28 complaining of painful urination and cloudy urine. She did go back to the ER that weekend because of a discharge but did not show them the area of swelling. The patient also stated she just got over a uti. On (B)(6) 2022, patient came for follow up six weeks after the removal procedure. Patient noted the following improvements - burning feeling has resolved, able to sit more comfortably, legs are not bothering as much, and tailbone pain has improved. She has not had any adverse effects from the surgery. She has had a urinary tract infection and will have a urogynecology appointment soon for evaluation. She is having some urinary incontinence with sneezing forcefully. Additionally, the patient is doing well with regards to pain. If there is any pain that recurs in 2 to 4 months, this may be secondary to the botox to the pelvic floor wearing off. She may have a repeat botox if needed.

Manufacturer narrative:
Blocks b5, b7 and h6: patient codes have been updated based on the additional information received on october 13, 2022. Block b3 date of event: the provided event date of (B)(6) 2019 was chosen as a best estimate based on the information that the patient visited the office few weeks post implant due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Mesh excision surgeon is: (B)(6). Block h6: patient codes e1309, e211401, e2330, e1405, e2401, e0127, e2311, e1002, e1301 and e1310 capture the reportable events of urinary retention, obturator perforation, pain, dyspareunia, nerve injury, numbness, discomfort, abdominal pain, painful urination, and cloudy urine and uti. Impact codes f1905 and f1901 capture the reportable events of excision of the meshes and other surgeries.

Event description:
Note: this manufacturer report pertains to the first of two devices used during two different procedures. It was reported to boston scientific corporation that an upsylon y - mesh device was implanted into the patient during surgical laparoscopy with supracervical hysterectomy and right salpingectomy + laparoscopic sacrocolpopexy + cystoscopy procedure performed on march 13, 2019. Findings included stage ii uterovaginal prolapse, normal right ovary and tube (s/p falope ring ligation), right adnexa not visualized due to bowel adhesions, normal sized uterus, cystoscopy after procedure with bilateral ureteral patency, no tumors, stones, mesh, needles, or trabeculation. The patient's medical and surgical history included overactive bladder (detrusor overactivity), vaginal prolapse repair, laparotomy oophorectomy, dilatation and curettage, endometrial ablation, daily smoking, arthritis, low back pain, scoliosis, constipation and diarrhea, constant pelvic pain and pressure. On (B)(6), 2019 (one month post - op), the patient had a urogynecology visit because she felt that her prolapse had recurred. She feels that when she walks for 15 minutes she starts to feel pressure and stated that when she looked, the area looks like it was prior to surgery. The patient also reported worsening of her stress incontinence. However, her preop urodynamics did not have stress incontinence on urodynamics, only some detrusor overactivity (do). An exam was performed, and there was no evidence of recurrent prolapse; there was no prolapse present on exam. During a hospital visit on november 10, 2020, the patient was complaining of pelvic pain. Since 2019, the patient suffered pelvic pain after being implanted with three mesh devices. In 2004, the patient had a retropubic tvt mesh (manufacturer/brand name unknown) for incontinence and developed significant bleeding and had additional surgery to reposition the device and it initially helped. After the patient's upsylon y - mesh surgery on (B)(6) 2019, incontinence developed again and the patient had a non - bsc device implanted on (B)(6) 2019. The patient continued to be incontinent. On october 28, 2019, the patient was implanted with an advantage fit blue system during a synthetic sling operation for stress incontinence and cystoscopy procedure. On november 14, 2019, the patient was seen for a 3 - week postop recheck and reported abdominal pain around the right - side incision. Exam showed slight bruising around the right incision, tender to palpation and slightly firm around sling material but no signs of infection. There was a questionable hematoma on the right side, and the plan was to observe for now and follow up in 4 weeks. On december 17, 2019, the patient had slight discomfort at the right suprapubic incision and swelling near urethra. On january 24, 2020, the patient was seen 12 - weeks post advantage implant. She reported burning and numbness on her right mons pubis, groin and labia. The burning was worse with intercourse and had intermittent periclitoral burning pain. She thinks the symptoms started back in july. She will sometimes have intense itching around that area that comes and goes and is not associated with abnormal vaginal discharge. The physician advised the patient that she had recovered well and has resolution of her urinary symptoms. Reassured patient current symptoms are likely not related to surgery, given her symptoms are new in onset and she is remote from surgery. Additionally, her pain was more superior to her incisions and the location of tvt sling. The patient was advised that surgical intervention or removal of sling was unlikely to improve cutaneous symptoms. The plan was to try neurotin 100mg daily at bedtime for vulvar neuropathy and pt for dyspareunia. Advised to follow up with general gyn for annual and routine gyn care. On march 7, 2020, an MRI for pelvic pain showed evidence of architectural distortion due to associated desmoplastic reaction post sacrocolpopexy; iatrogenic changes seen in the pubic bone and adjacent soft tissues from previous sling procedure; the mesh was visualized and appeared intact - particularly on the right. In the medical records from a visit on november 10, 2020, it was documented that after the meshes were placed, the patient developed very significant pelvic pain, constant burning in the perineal area, clitoral and labial numbness especially in the right labia, foreplay hurt, pain in the right groin especially with penetration and constipation. There was pain on the medial surface of the ischial tuberosity left more than right and significant pain when sitting. The patient reported that the biggest increase in pain was after the tvt - o implant in july 2019. The patient also had significant itching in the vulvar area especially with or without sexual activity like foreplay or attempted penetration. Masturbation also caused itching. Additionally, the patient was complaining of nocturia six times and significant hesitancy, swelling of the distal phalanges of her fingers in both hands making her unable to grab objects and difficulty writing. Swelling was reported to be quite debilitating. Findings on exam included: bilateral lower back tenderness, profound numbness over the right labia especially in its anterior portion reaching to the clitoris, labia appears to be slightly swollen, mild to moderate bilateral pelvic floor muscle tenderness, a very tender area on the anterior vaginal wall especially on the right side where transobturator mesh pierces the obturator internus muscle which reproduces patient's pain, and tenderness around the right and left l>r ischial spine. The assessment was noted as autoimmune reaction to mesh, obturator neuralgia, pudendal neuralgia, and other specified complications due to other genitourinary prosthetic materials, sequela. The plan was removal of sub urethral slings (tvt, tvt - o and advantage fit) including retropubic and transobturator arms, bilateral pudendal nerve block, and botox injection into pelvic floor muscles for muscle spasms. The cervicosacropexy mesh was to be left in place. Additional information received on july 21, 2022. On (B)(6) 2022, the patient seen a physician and was scheduled for vaginal mesh removal, groin mesh removal bilaterally, kelly plication, botox injections into the pelvic floor muscles, bilateral trigger point injections into the sacrospinous ligaments for chronic pelvic pain. She has had 3 implanted pelvic meshes including a retropubic tvt which was placed in 2004, a sacrocolpopexy using upsylon in (B)(6) 2019, and then a tvt - o in (B)(6) 2019. Then in october 2019, she had advantage fit tvt. Problem list: - pain due to genitourinary device. - spastic pelvic floor syndrome. On (B)(6) 2022, the patient underwent removal of midurethral sling x 3, vaginal approach; excision of mesh, bilateral groins through separate incisions; urethrolysis; kelly plication; bilateral sacrospinous trigger point injections; and botox injections into the pelvic floor muscles, 6 muscle groups. Findings showed 3 separate mid urethral slings identified, 1 superficial at the mid urethra that was blue and extending to the retropubic space, one adjacent to the urethra at the mid urethra extending to bilateral obturator foramens, 1 at the distal urethra extending to the retropubic space. Significant fibrosis around the urethra at the mid and distal urethra extending towards the retropubic space. Blue mesh identified at bilateral groins within the abductor muscles extending to the obturator foramen and obturator membrane. Right sling densely adhered to the superior aspect of the inferior pubic ramus. During the procedure, the meshes were identified, isolated and dissected away from their surrounding structures into portions/pieces. Vaginal pack was removed and a bilateral trigger point injection using 10 cc of 0.5% bupivacaine with epinephrine was injected at each sacrospinous ligament using a pudendal nerve block kit needle. Then, 200 units of botox was resuspended and 20 cc of normal saline and injected along the coccygeus, iliococcygeus, obturator internus muscles bilaterally. The vaginal pack was replaced. The patient was returned to supine position, successfully extubated, and taken the pacu in good condition. There were no complications reported. Specimen submitted: 1. Mesh vaginal #1. 2. Mesh vaginal #2. 3. Mesh vaginal #3. 4. Right groin mesh. 5. Left groin mesh. The surgical pathology report for each of the specimens noted soft tissue with foreign material and foreign body reaction. The patient was discharge to home or self - care with a stable condition. Was advised to take some medications upon discharge and some medications to continue. Follow up for 1 week postop. Medical/surgical history: constant pain; pain with intercourse, pain with bowel movements, pain with urination; a prior sling in 2004 with 6l estimated blood loss; she may have had a retropubic hematoma and she had an exploratory laparotomy (midline incision) to evacuate a large clot; asthma; hypertension; depression; fatigue; arthralgias, back pain, myalgias suspected as pelvic floor dysfunction; dysphoric mood; fecal incontinence; vaginal atrophy; incomplete bladder emptying, fecal urgency, stinging sensation in the suprapubic area, many bladder infections and kidney infections, nausea, 9 pregnancies and 6 vaginal births, neck surgery, urinary frequency and urgency, menopause. ---additional information received on october 13, 2022--- on november 16, 2021, the patient was advised to follow and be treated by a pelvic floor physical therapist. She would need therapy once a week and may take up to 12 weeks. In addition, botox injections to the pelvic floor muscles will help relax the pelvic floor and improve the efficacy of pelvic floor physical therapy. The patient inquired about mesh removal and discussed about possibility of autoimmune reaction from the mesh. Given that the symptoms and pain started after the tot sling, it was reasonable to remove the tot sling. Patient understood all the risks and would like to move forward with surgery planning. She was then scheduled for advanced pelvic surgery. Additionally, diagnostic resulted in this encounter patient had mild depression. She developed swelling in her fingertips that had not been explained but was likely secondary to an autoimmune condition. She felt pain more on the right pelvis and her inner thigh. She felt a burning line around her vulvar area and an uncomfortable pulling sensation when she sat down. It was difficult to perform physical activities and caused her to be unable to have intercourse. On february 9, 2022, the patient came for pre - op clearance for mesh removal and at this time, she thought she had a uti. Review of systems showed positive for dysuria. On february 22, 2022, further discussion of the upcoming mesh removal surgery via telehealth. Patient desired for complete removal but understood that it may not be able to remove any sling component that is intra - abdominal from her tvt sling or her sacrocolpopexy sling and the risks including severe urinary incontinence. On april 20, 2022, a phone message containing patient's swelling concern. As reported by the nurse, it would be unusual almost 2 months of postop for acute onset swelling to be due to the surgery itself, but it was very difficult to be able to ascertain without seeing the patient in person what the swelling may be from, especially swelling that extended to her back as this would not be related to surgery. It was recommended that she should see her primary care physician for better evaluation. Patient stated the swelling was located in the groin area and extended to her back and on top of her pelvic bone, this was going on for 2 days. Patient called on march 28 complaining of painful urination and cloudy urine. She did go back to the ER that weekend because of a discharge but did not show them the area of swelling. The patient also stated she just got over a uti. On may 12, 2022, patient came for follow up six weeks after the removal procedure. Patient noted the following improvements - burning feeling has resolved, able to sit more comfortably, legs are not bothering as much, and tailbone pain has improved. She has not had any adverse effects from the surgery. She has had a urinary tract infection and will have a urogynecology appointment soon for evaluation. She is having some urinary incontinence with sneezing forcefully. Additionally, the patient is doing well with regards to pain. If there is any pain that recurs in 2 to 4 months, this may be secondary to the botox to the pelvic floor wearing off. She may have a repeat botox if needed. ---additional information received on november 8, 2022--- on (B)(6) 2020, the patient called to report she was experiencing a sudden onset of severe back pain, abdominal swelling, chills, vomiting and heartburn, and difficulty breathing. She described the pain as "worse than childbirth" and was advised to call 911.

Manufacturer narrative:
Additional information: blocks b5 and h6 (patient codes) have been updated based on the additional information received on november 8, 2022. Block b3 date of event: the provided event date of november 14, 2019 was chosen as a best estimate based on the information that the patient visited the office few weeks post implant due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Mesh excision surgeon is: dr. (B)(6). Block h6: patient codes e1309, e211401, e2330, e1405, e2401, e0127, e2311, e1002, e1301 and e1310 capture the reportable events of urinary retention, obturator perforation, pain, dyspareunia, nerve injury, numbness, discomfort, abdominal pain, painful urination, and cloudy urine and uti. Impact codes f1905 and f1901 capture the reportable events of excision of the meshes and other surgeries.

Event description:
Note: this manufacturer report pertains to one of the two devices used during two different procedures. It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during surgical laparoscopy with supracervical hysterectomy and right salpingectomy + laparoscopic sacrocolpopexy + cystoscopy procedure performed on (B)(6), 2019. Findings included stage ii uterovaginal prolapse, normal right ovary and tube (s/p falope ring ligation), right adnexa not visualized due to bowel adhesions, normal sized uterus, cystoscopy after procedure with bilateral ureteral patency, no tumors, stones, mesh, needles, or trabeculation. The patient's medical and surgical history included overactive bladder (detrusor overactivity), vaginal prolapse repair, laparotomy oophorectomy, dilatation and curettage, endometrial ablation, daily smoking, arthritis, low back pain, scoliosis, constipation and diarrhea, constant pelvic pain and pressure. On (B)(6), 2019 (one month post - op), the patient had a urogynecology visit because she felt that her prolapse had recurred. She feels that when she walks for 15 minutes she starts to feel pressure and stated that when she looked, the area looks like it was prior to surgery. The patient also reported worsening of her stress incontinence. However, her preop urodynamics did not have stress incontinence on urodynamics, only some detrusor overactivity (do). An exam was performed, and there was no evidence of recurrent prolapse; there was no prolapse present on exam. On (B)(6), 2019, patient with a history of bladder mesh and recent uti was complaining of burning with urination, dysuria, back pain and abdominal cramping since last night. She also reported hesitancy, frequency, low back discomfort, abdominal bloating/distention. Symptoms of urinary tract infection, dysuria and hesitancy were worsening and most severe in the suprapubic region radiating to the back. The burning with urination with abdominal pain and bilateral flank pain had been intense and worse on the left. Abdominal symptoms also associated with nausea. Final diagnosis stated patient had dysuria and constipation (unspecified). On reevaluation, patient did not have a uti. She previously had uti on (B)(6), 2019 and (B)(6), 2019, and had finished all the antibiotics. She did have mild constipation and likely with discomfort to problem with mesh. Medication was prescribed to help with constipation. Urinalysis was performed and discovered bacteria in urine. She had a surgery scheduled on (B)(6), 2019. The patient was discharged to home self-care and scheduled for follow-up with primary care physician in two days' time. During a hospital visit on (B)(6), 2020, the patient was complaining of pelvic pain. Since 2019, the patient suffered pelvic pain after being implanted with three mesh devices. In 2004, the patient had a retropubic tvt mesh (manufacturer/brand name unknown) for incontinence and developed significant bleeding and had additional surgery to reposition the device and it initially helped. After the patient's upsylon y - mesh surgery on (B)(6), 2019, incontinence developed again and the patient had a non - bsc device implanted on (B)(6), 2019. The patient continued to be incontinent. On (B)(6), 2019, the patient was implanted with an advantage fit blue system during a synthetic sling operation for stress incontinence and cystoscopy procedure. On (B)(6), 2019, the patient was seen for a 3 - week postop recheck and reported abdominal pain around the right - side incision. Exam showed slight bruising around the right incision, tender to palpation and slightly firm around sling material but no signs of infection. There was a questionable hematoma on the right side, and the plan was to observe for now and follow up in 4 weeks. On (B)(6), 2019, the patient had slight discomfort at the right suprapubic incision and swelling near urethra. On (B)(6), 2020, the patient was seen 12 - weeks post advantage implant. She reported burning and numbness on her right mons pubis, groin and labia. The burning was worse with intercourse and had intermittent periclitoral burning pain. She thinks the symptoms started back in july. She will sometimes have intense itching around that area that comes and goes and is not associated with abnormal vaginal discharge. The physician advised the patient that she had recovered well and has resolution of her urinary symptoms. Reassured patient current symptoms are likely not related to surgery, given her symptoms are new in onset and she is remote from surgery. Additionally, her pain was more superior to her incisions and the location of tvt sling. The patient was advised that surgical intervention or removal of sling was unlikely to improve cutaneous symptoms. The plan was to try neurotin 100mg daily at bedtime for vulvar neuropathy and pt for dyspareunia. Advised to follow up with general gyn for annual and routine gyn care. On (B)(6), 2020, an MRI for pelvic pain showed evidence of architectural distortion due to associated desmoplastic reaction post sacrocolpopexy; iatrogenic changes seen in the pubic bone and adjacent soft tissues from previous sling procedure; the mesh was visualized and appeared intact - particularly on the right. In the medical records from a visit on (B)(6), 2020, it was documented that after the meshes were placed, the patient developed very significant pelvic pain, constant burning in the perineal area, clitoral and labial numbness especially in the right labia, foreplay hurt, pain in the right groin especially with penetration and constipation. There was pain on the medial surface of the ischial tuberosity left more than right and significant pain when sitting. The patient reported that the biggest increase in pain was after the tvt - o implant in july 2019. The patient also had significant itching in the vulvar area especially with or without sexual activity like foreplay or attempted penetration. Masturbation also caused itching. Additionally, the patient was complaining of nocturia six times and significant hesitancy, swelling of the distal phalanges of her fingers in both hands making her unable to grab objects and difficulty writing. Swelling was reported to be quite debilitating. Findings on exam included: bilateral lower back tenderness, profound numbness over the right labia especially in its anterior portion reaching to the clitoris, labia appears to be slightly swollen, mild to moderate bilateral pelvic floor muscle tenderness, a very tender area on the anterior vaginal wall especially on the right side where transobturator mesh pierces the obturator internus muscle which reproduces patient's pain, and tenderness around the right and left l>r ischial spine. The assessment was noted as autoimmune reaction to mesh, obturator neuralgia, pudendal neuralgia, and other specified complications due to other genitourinary prosthetic materials, sequela. The plan was removal of sub urethral slings (tvt, tvt - o and advantage fit) including retropubic and transobturator arms, bilateral pudendal nerve block, and botox injection into pelvic floor muscles for muscle spasms. The cervicosacropexy mesh was to be left in place. Additional information received on july 21, 2022. On (B)(6), 2022, the patient seen a physician and was scheduled for vaginal mesh removal, groin mesh removal bilaterally, kelly plication, botox injections into the pelvic floor muscles, bilateral trigger point injections into the sacrospinous ligaments for chronic pelvic pain. She has had 3 implanted pelvic meshes including a retropubic tvt which was placed in 2004, a sacrocolpopexy using upsylon in (B)(6) 2019, and then a tvt - o in (B)(6) 2019. Then in (B)(6) 2019, she had advantage fit tvt. Problem list: pain due to genitourinary device, spastic pelvic floor syndrome. On (B)(6), 2022, the patient underwent removal of midurethral sling x 3, vaginal approach; excision of mesh, bilateral groins through separate incisions; urethrolysis; kelly plication; bilateral sacrospinous trigger point injections; and botox injections into the pelvic floor muscles, 6 muscle groups. Findings showed 3 separate mid urethral slings identified, 1 superficial at the mid urethra that was blue and extending to the retropubic space, one adjacent to the urethra at the mid urethra extending to bilateral obturator foramens, 1 at the distal urethra extending to the retropubic space. Significant fibrosis around the urethra at the mid and distal urethra extending towards the retropubic space. Blue mesh identified at bilateral groins within the abductor muscles extending to the obturator foramen and obturator membrane. Right sling densely adhered to the superior aspect of the inferior pubic ramus. During the procedure, the meshes were identified, isolated and dissected away from their surrounding structures into portions/pieces. Vaginal pack was removed and a bilateral trigger point injection using 10 cc of 0.5% bupivacaine with epinephrine was injected at each sacrospinous ligament using a pudendal nerve block kit needle. Then, 200 units of botox was resuspended and 20 cc of normal saline and injected along the coccygeus, iliococcygeus, obturator internus muscles bilaterally. The vaginal pack was replaced. The patient was returned to supine position, successfully extubated, and taken the pacu in good condition. There were no complications reported. Specimen submitted: 1. Mesh vaginal #1, 2. Mesh vaginal #2, 3. Mesh vaginal #3, 4. Right groin mesh, 5. Left groin mesh. The surgical pathology report for each of the specimens noted soft tissue with foreign material and foreign body reaction. The patient was discharge to home or self - care with a stable condition. Was advised to take some medications upon discharge and some medications to continue. Follow up for 1 week postop. Medical/surgical history: constant pain; pain with intercourse, pain with bowel movements, pain with urination; a prior sling in 2004 with 6l estimated blood loss; she may have had a retropubic hematoma and she had an exploratory laparotomy (midline incision) to evacuate a large clot; asthma; hypertension; depression; fatigue; arthralgias, back pain, myalgias suspected as pelvic floor dysfunction; dysphoric mood; fecal incontinence; vaginal atrophy; incomplete bladder emptying, fecal urgency, stinging sensation in the suprapubic area, many bladder infections and kidney infections, nausea, 9 pregnancies and 6 vaginal births, neck surgery, urinary frequency and urgency, menopause. Additional information received on october 13, 2022. On (B)(6), 2021, the patient was advised to follow and be treated by a pelvic floor physical therapist. She would need therapy once a week and may take up to 12 weeks. In addition, botox injections to the pelvic floor muscles will help relax the pelvic floor and improve the efficacy of pelvic floor physical therapy. The patient inquired about mesh removal and discussed about possibility of autoimmune reaction from the mesh. Given that the symptoms and pain started after the tot sling, it was reasonable to remove the tot sling. Patient understood all the risks and would like to move forward with surgery planning. She was then scheduled for advanced pelvic surgery. Additionally, diagnostic resulted in this encounter patient had mild depression. She developed swelling in her fingertips that had not been explained but was likely secondary to an autoimmune condition. She felt pain more on the right pelvis and her inner thigh. She felt a burning line around her vulvar area and an uncomfortable pulling sensation when she sat down. It was difficult to perform physical activities and caused her to be unable to have intercourse. On (B)(6), 2022, the patient came for pre - op clearance for mesh removal and at this time, she thought she had a uti. Review of systems showed positive for dysuria. On (B)(6), 2022, further discussion of the upcoming mesh removal surgery via telehealth. Patient desired for complete removal but understood that it may not be able to remove any sling component that is intra - abdominal from her tvt sling or her sacrocolpopexy sling and the risks including severe urinary incontinence. On (B)(6), 2022, a phone message containing patient's swelling concern. As reported by the nurse, it would be unusual almost 2 months of postop for acute onset swelling to be due to the surgery itself, but it was very difficult to be able to ascertain without seeing the patient in person what the swelling may be from, especially swelling that extended to her back as this would not be related to surgery. It was recommended that she should see her primary care physician for better evaluation. Patient stated the swelling was located in the groin area and extended to her back and on top of her pelvic bone, this was going on for 2 days. Patient called on (B)(6) complaining of painful urination and cloudy urine. She did go back to the ER that weekend because of a discharge but did not show them the area of swelling. The patient also stated she just got over a uti. On (B)(6), 2022, patient came for follow up six weeks after the removal procedure. Patient noted the following improvements - burning feeling has resolved, able to sit more comfortably, legs are not bothering as much, and tailbone pain has improved. She has not had any adverse effects from the surgery. She has had a urinary tract infection and will have a urogynecology appointment soon for evaluation. She is having some urinary incontinence with sneezing forcefully. Additionally, the patient is doing well with regards to pain. If there is any pain that recurs in 2 to 4 months, this may be secondary to the botox to the pelvic floor wearing off. She may have a repeat botox if needed. Additional information received on november 8, 2022. On (B)(6), 2020, the patient called to report she was experiencing a sudden onset of severe back pain, abdominal swelling, chills, vomiting and heartburn, and difficulty breathing. She described the pain as "worse than childbirth" and was advised to call 911.

Manufacturer narrative:
Additional information: blocks b5, b6, b7 and h6: impact codes have been updated based on the additional information received on august 2, 2023. Block b3 date of event: the provided event date of november 14, 2019 was chosen as a best estimate based on the information that the patient visited the office few weeks post implant due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Mesh excision surgeon is: (B)(6). Block h6: imdrf patient codes e1309, e211401, e2330, e1405, e2401, e0127, e2311, e1002, e1301 and e1310 capture the reportable events of urinary retention, obturator perforation, pain, dyspareunia, nerve injury, numbness, discomfort, abdominal pain, painful urination, and cloudy urine, and uti. Imdrf impact codes f1905 and f1901 capture the reportable events of excision of the meshes and other surgeries. Block 11: block d4: catalog number and section e: initial reporter have been corrected.